Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for delamination unrelated to the reported issue. The reported service error code can be generated erroneously if the patient inserts the battery and then, while the system is still booting up, removes the battery and replaces it within one to two seconds. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 05/28/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report unresolved service error code. Patient further stated getting "connect the plug to the monitor alerts" when the plug was already connected. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.